Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient is barely feeling stimulation and "still having to rush at times", but patient confirmed they would say they are getting 50% reduction in symptoms. Patient wanted to increase stimulation. Patient increased stimulation from 1.6v to 2.0v and confirmed feeling stimulation stronger, but comfortably in right side of bike seat area. During call ,  when patient was  trying to connect with ins, they said it was "very uncomfortable" when trying to find their ins by positioning the communicator on their ins. Patient stated ins is located in "such a funny place" in patient's hip. It was reviewed therapy and stimulation overview. Patient will monitor now that change was made. Provided education on use of communicator/how to connect with ins to increase stimulation.